Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room about one year prior to the call due to low blood glucose levels. Blood glucose level at the time of the incident was around 40 mg/dl. Blood glucose level at the time of the call was 229 mg/dl. During troubleshooting the insulin pump did not show any signs of malfunction.